Manufacturer narrative:
Additional information (19-oct-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Hsc observed that patient samples were centrifuged outside of sample tube manufacturer's instructions for centrifugation. Quality control (qc) was within customer acceptable ranges indicating the dimension exl 200 system and the sodium (na) assay were performing acceptably. Repeat of the same sample yielded the expected result. The instrument is operational. A potential product issue was not identified. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00277 was filed on 18-oct-2022.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed sodium (na) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed sodium (na) patient sample result was obtained on a dimension exl 200 system. The falsely depressed result was reported to the physician(s) and was questioned. The same sample was reprocessed on an alternate dimension exl 200 system. A higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) result.